Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure. The procedure date is unknown. According to the complainant, during preparation, when attempting to extend the obturator pocket, the internal bolster broke off. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information as of april 18, 2017.*** there were no reported patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure. The procedure date is unknown. According to the complainant, during preparation, when attempting to extend the obturator pocket, the internal bolster broke off. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.